Event description:
Synovitis. Information was received in 09/03 from a patient with a history of arthritis. The paitent received three injections of synvisc to the right knee in 08/03. After the third injeciton, the patient expeirenced a swollen knee, liquid in the knee, pain and trouble walking. The patient received cortisone injecitons (date and dose regimen unknown) as symptom treatment. At the time of this report, the patient's clinical outcome is unknown. Additional information was received three weeks later from the patient's orthopedist. The patient has a 6 year history of moderate osteoarthritis. The patient received three injections of the first series of synvisc to the right knee 08/03 and 09/03. No effusion was noted prior to the first and second synvisc injections. Although noted to be present prior to the third injection of synvisc, no effusion was collected prior to the third injection. The patient experienced knee pain, knee swelling and knee effusion. In 09/03, 50cc of yellow, clear fluid was removed from the patient's knee. The patient was given an injection of cortisone (depo-medrol) to treat the symptoms. The patient then presented with an important swelling. Nine days later, the patient had to stop working. The patient saw the physician ten days later and still had a slight swelling, sensitivity when moving the joint and a slight effusion with synovitis. At the time of this report, the patient has not yet recovered. The orthopedist considered the adverse event as related to the injections. The review of synvisc product release data for both facilities did not indicate trends that could be associated to any product complaints. Synovial fluid or effusion should be removed before each injection of synvisc.